Event description:
This lead as implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stating that lead alert and loss of capture in early (B)(6) 2016 on the ra lead. The physician was dr.(B)(6) at (B)(6) heart institute in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).